Event description:
The customer's family member reported that the device did not have an audible tone. It was indicated that the customer was not wearing the pump at the time of call. Instructed the customer to call back to troubleshoot the pump when it is available. Later the customer called back and troubleshooting was performed. The audible tone could not be heard.